Event description:
The customer tested her blood glucose using her contour meter and received a reading of 50 mg/dl. She retested using another meter and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional info before ending the call. No product will be returned.

Manufacturer narrative:
The customer did not provide a meter serial number so it was not possible to determine a manufacture date.